Event description:
It was reported that the customer's insulin pump received a failed battery test. Troubleshooting occurred. Customer's blood glucose level at the time 172 mg/dl. No add'l info was provided.

Manufacturer narrative:
Pump was received with failed battery test alarm due to loose power connector on battery tube not plugged in properly. Unit had minor scratched lcd window, cracked display window corner and cracked reservoir tube lip. (B)(4).